Event description:
"E" was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5079311) on 06-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe abdominal pain") and diabetes mellitus ("diabetes") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax), amlodipine (norvasc), buspirone hydrochloride (buspar), losartan, metoprolol tartrate (lopressor), montelukast (singulair) and tramadol hydrochloride (ultram). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, disability, medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), fatigue ("fatigue"), fallopian tube cyst ("tubes had cyst"), endometriosis ("endometriosis"), hypertension ("high blood pressure"), anxiety ("anxiety"), depression ("depression") and insomnia ("insomnia"). The patient was treated with surgery (hysterectomy to remove uterus and tubes). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, diabetes mellitus, fatigue, fallopian tube cyst, endometriosis, hypertension, anxiety, depression and insomnia outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, depression, diabetes mellitus, endometriosis, fallopian tube cyst, fatigue, hypertension and insomnia with essure. The reporter commented: consumer mentioned a serious injury (hospitalization, disability/permanent damage, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5079311) on 06-sep-2018. The most recent information was received on 26-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe abdominal pain") and diabetes mellitus ("diabetes") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax), amlodipine besilate (norvasc), buspirone hydrochloride (buspar), losartan, metoprolol tartrate (lopressor), montelukast sodium (singulair) and tramadol hydrochloride (ultram). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, disability, medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), fatigue ("fatigue"), fallopian tube cyst ("tubes had cyst"), endometriosis ("endometriosis"), hypertension ("high blood pressure"), anxiety ("anxiety"), depression ("depression") and insomnia ("insomnia"). The patient was treated with surgery (hysterectomy to remove uterus and tubes). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, diabetes mellitus, fatigue, fallopian tube cyst, endometriosis, hypertension, anxiety, depression and insomnia outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, depression, diabetes mellitus, endometriosis, fallopian tube cyst, fatigue, hypertension and insomnia with essure. The reporter commented: consumer mentioned a serious injury (hospitalization, disability/permanent damage, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5079311) on 06-sep-2018. The most recent information was received on 25-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and diabetes mellitus ('diabetes') in an adult female patient who had essure (batch no. B82475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida ii, frequent periods, menorrhagia, headache, cholecystectomy and tonsillectomy. (B)(6) 2015- surgical pathology report uterus (80 grams), hysterectomy: cervix: focal features suggestive of hpv effect. Mild chronic cervcitis. Endometrium: proliferative endometrium. Myometrium: without slgni1icant histopathologic abnormality left and right fallopian tubes, salpingectomies: ¿ bilateral paratubal cysts. Concurrent conditions included abdominal pain lower, vomiting, cervical dysplasia, nausea, diarrhea, cyst of ovary, hypothyroidism, leukocytosis, dyspareunia, post coital bleeding, fever, paratubal cyst, chronic cervicitis, hyperplasia endometrial and swelling abdomen. Concomitant products included alprazolam (xanax), amlodipine besilate (norvasc), buspirone hydrochloride (buspar), ciprofloxacin betain (cipro), fluconazole (diflucan), hydroxyzine hydrochloride, lisinopril, losartan, metoprolol tartrate (lopressor), montelukast sodium (singulair), opioids and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, disability, medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), fatigue ("fatigue"), fallopian tube cyst ("tubes had cyst"), endometriosis ("endometriosis"), hypertension ("high blood pressure"), anxiety ("anxiety"), depression ("depression"), insomnia ("insomnia"), pelvic pain ("pain") and allergy to metals ("nickel sensitivity") and was found to have antinuclear antibody positive ("positive ana"). The patient was treated with hydromorphone hydrochloride (dilaudid), morphine, ondansetron hydrochloride, promethazine and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, diabetes mellitus, fatigue, fallopian tube cyst, endometriosis, hypertension, anxiety, depression, insomnia, pelvic pain, allergy to metals and antinuclear antibody positive outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, depression, diabetes mellitus, endometriosis, fallopian tube cyst, fatigue, hypertension and insomnia with essure. The reporter considered allergy to metals, antinuclear antibody positive and pelvic pain to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization, disability/permanent damage, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Insertion details- left ostia 2 coils right ostia 2 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: bilateral tubal occlusion at the level of the cornu. Both fallopian tube implants appear in good condition. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, anxiety, depression, abdominal pain, diabetes mellitus, fatigue, endometriosis . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs+mr received- lot number were added. New events pain, nickel sensitivity, positive ana were added. New reporters, patient information, medical history, lab data, treatment and concomitant drug were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5079311) on 06-sep-2018. The most recent information was received on 01-may-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and diabetes mellitus ('diabetes') in an adult female patient who had essure (batch no. B82475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida ii, frequent periods, menorrhagia, headache, cholecystectomy and tonsillectomy. (B)(6) 2015- surgical pathology report uterus (80 grams), hysterectomy: cervix: focal features suggestive of hpv effect. Mild chronic cervcitis. Endometrium: proliferative endometrium. Myometrium: without slgni1icant histopathologic abnormality left and right fallopian tubes, salpingectomies: bilateral paratubal cysts. Concurrent conditions included cramp in lower abdomen, vomiting, cervical dysplasia, nausea, diarrhea, cyst of ovary, hypothyroidism, leukocytosis, dyspareunia, post coital bleeding, fever, paratubal cyst, chronic cervicitis, hyperplasia endometrial and swelling abdomen. Concomitant products included alprazolam (xanax), amlodipine besilate (norvasc), buspirone hydrochloride (buspar), ciprofloxacin betain (cipro), fluconazole (diflucan), hydroxyzine hydrochloride, lisinopril, losartan, metoprolol tartrate (lopressor), montelukast sodium (singulair), opioids and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, disability, medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), fatigue ("fatigue"), fallopian tube cyst ("tubes had cyst"), endometriosis ("endometriosis"), hypertension ("high blood pressure"), anxiety ("anxiety"), depression ("depression"), insomnia ("insomnia"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), tooth fracture ("broken teeth") and headache ("entire head and face throbbing so bad it wakes me up, happened 10 times in the last 3 weeks") and was found to have antinuclear antibody positive ("positive ana"). The patient was treated with hydromorphone hydrochloride (dilaudid), ibuprofen, morphine, muscle relaxants, ondansetron (zofran), ondansetron hydrochloride (zofran), pseudoephedrine hydrochloride and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, diabetes mellitus, fatigue, fallopian tube cyst, endometriosis, hypertension, anxiety, depression, insomnia, pelvic pain, allergy to metals, antinuclear antibody positive, tooth fracture and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, depression, diabetes mellitus, endometriosis, fallopian tube cyst, fatigue, hypertension and insomnia with essure. The reporter considered allergy to metals, antinuclear antibody positive, headache, pelvic pain and tooth fracture to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization, disability/permanent damage, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Insertion details- left ostia 2 coils right ostia 2 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: bilateral tubal occlusion at the level of the cornu. Both fallopian tube implants appear in good condition. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, anxiety, depression, abdominal pain, diabetes mellitus, fatigue, endometriosis batch no b82475, production date 2013-10-15, expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-may-2020: quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5079311) on 06-sep-2018. The most recent information was received on 10-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and diabetes mellitus ('diabetes') in an adult female patient who had essure (batch no. B82475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida ii, frequent periods, menorrhagia, headache, cholecystectomy and tonsillectomy. (B)(6) 2015- surgical pathology report uterus (80 grams), hysterectomy: cervix: focal features suggestive of hpv effect. Mild chronic cervicitis. Endometrium: proliferative endometrium. Myometrium: without significant histopathologic abnormality left and right fallopian tubes, salpingectomies: bilateral paratubal cysts. Concurrent conditions included cramp in lower abdomen, vomiting, cervical dysplasia, nausea, diarrhea, cyst of ovary, hypothyroidism, leukocytosis, dyspareunia, post coital bleeding, fever, paratubal cyst, chronic cervicitis, hyperplasia endometrial and swelling abdomen. Concomitant products included alprazolam (xanax), amlodipine besilate (norvasc), buspirone hydrochloride (buspar), ciprofloxacin betain (cipro), fluconazole (diflucan), hydroxyzine hydrochloride, lisinopril, losartan, metoprolol tartrate (lopressor), montelukast sodium (singulair), opioids and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, disability, medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), fatigue ("fatigue"), fallopian tube cyst ("tubes had cyst"), endometriosis ("endometriosis"), hypertension ("high blood pressure"), anxiety ("anxiety"), depression ("depression"), insomnia ("insomnia"), pelvic pain ("pain") and allergy to metals ("nickel sensitivity") and was found to have antinuclear antibody positive ("positive ana"). The patient was treated with hydromorphone hydrochloride (dilaudid), morphine, ondansetron (zofran), ondansetron hydrochloride (zofran) and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, diabetes mellitus, fatigue, fallopian tube cyst, endometriosis, hypertension, anxiety, depression, insomnia, pelvic pain, allergy to metals and antinuclear antibody positive outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, depression, diabetes mellitus, endometriosis, fallopian tube cyst, fatigue, hypertension and insomnia with essure. The reporter considered allergy to metals, antinuclear antibody positive and pelvic pain to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization, disability/permanent damage, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Insertion details- left ostia 2 coils right ostia 2 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: bilateral tubal occlusion at the level of the cornu. Both fallopian tube implants appear in good condition. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, anxiety, depression, abdominal pain, diabetes mellitus, fatigue, endometriosis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5079311) on 06-sep-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and diabetes mellitus ('diabetes') in an adult female patient who had essure (batch no. B82475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida ii, frequent periods, menorrhagia, headache, cholecystectomy and tonsillectomy. (B)(6) 2015- surgical pathology report uterus (80 grams), hysterectomy: cervix: focal features suggestive of hpv effect. Mild chronic cervcitis. Endometrium: proliferative endometrium. Myometrium: without slgni1icant histopathologic abnormality left and right fallopian tubes, salpingectomies: bilateral paratubal cysts. Concurrent conditions included cramp in lower abdomen, vomiting, cervical dysplasia, nausea, diarrhea, cyst of ovary, hypothyroidism, leukocytosis, dyspareunia, post coital bleeding, fever, paratubal cyst, chronic cervicitis, hyperplasia endometrial and swelling abdomen. Concomitant products included alprazolam (xanax), amlodipine besilate (norvasc), buspirone hydrochloride (buspar), ciprofloxacin betain (cipro), fluconazole (diflucan), hydroxyzine hydrochloride, lisinopril, losartan, metoprolol tartrate (lopressor), montelukast sodium (singulair), opioids and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, disability, medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), fatigue ("fatigue"), fallopian tube cyst ("tubes had cyst"), endometriosis ("endometriosis"), hypertension ("high blood pressure"), anxiety ("anxiety"), depression ("depression"), insomnia ("insomnia"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity") and tooth fracture ("broken teeth") and was found to have antinuclear antibody positive ("positive ana"). The patient was treated with hydromorphone hydrochloride (dilaudid), morphine, ondansetron (zofran), ondansetron hydrochloride (zofran) and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, diabetes mellitus, fatigue, fallopian tube cyst, endometriosis, hypertension, anxiety, depression, insomnia, pelvic pain, allergy to metals, antinuclear antibody positive and tooth fracture outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, depression, diabetes mellitus, endometriosis, fallopian tube cyst, fatigue, hypertension and insomnia with essure. The reporter considered allergy to metals, antinuclear antibody positive, pelvic pain and tooth fracture to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization, disability/permanent damage, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Insertion details- left ostia 2 coils right ostia 2 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: bilateral tubal occlusion at the level of the cornu. Both fallopian tube implants appear in good condition. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, anxiety, depression, abdominal pain, diabetes mellitus, fatigue, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added-broken teeth.reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5079311) on 06-sep-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and diabetes mellitus ('diabetes') in an adult female patient who had essure (batch no. B82475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida ii, frequent periods, menorrhagia, headache, cholecystectomy and tonsillectomy. (B)(6) 2015- surgical pathology report uterus (80 grams), hysterectomy: cervix: focal features suggestive of hpv effect. Mild chronic cervcitis. Endometrium: proliferative endometrium. Myometrium: without slgni1icant histopathologic abnormality left and right fallopian tubes, salpingectomies: ¿ bilateral paratubal cysts. Concurrent conditions included cramp in lower abdomen, vomiting, cervical dysplasia, nausea, diarrhea, cyst of ovary, hypothyroidism, leukocytosis, dyspareunia, post coital bleeding, fever, paratubal cyst, chronic cervicitis, hyperplasia endometrial and swelling abdomen. Concomitant products included alprazolam (xanax), amlodipine besilate (norvasc), buspirone hydrochloride (buspar), ciprofloxacin betain (cipro), fluconazole (diflucan), hydroxyzine hydrochloride, lisinopril, losartan, metoprolol tartrate (lopressor), montelukast sodium (singulair), opioids and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, disability, medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), fatigue ("fatigue"), fallopian tube cyst ("tubes had cyst"), endometriosis ("endometriosis"), hypertension ("high blood pressure"), anxiety ("anxiety"), depression ("depression"), insomnia ("insomnia"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), tooth fracture ("broken teeth") and headache ("entire head and face throbbing so bad it wakes me up, happened 10 times in the last 3 weeks") and was found to have antinuclear antibody positive ("positive ana"). The patient was treated with hydromorphone hydrochloride (dilaudid), ibuprofen, morphine, muscle relaxants, ondansetron (zofran), ondansetron hydrochloride (zofran), pseudoephedrine hydrochloride and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, diabetes mellitus, fatigue, fallopian tube cyst, endometriosis, hypertension, anxiety, depression, insomnia, pelvic pain, allergy to metals, antinuclear antibody positive, tooth fracture and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, depression, diabetes mellitus, endometriosis, fallopian tube cyst, fatigue, hypertension and insomnia with essure. The reporter considered allergy to metals, antinuclear antibody positive, headache, pelvic pain and tooth fracture to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization, disability/permanent damage, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Insertion details- left ostia 2 coils right ostia 2 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 05-sep-2014: impression: bilateral tubal occlusion at the level of the cornu. Both fallopian tube implants appear in good condition. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, anxiety, depression, abdominal pain, diabetes mellitus, fatigue, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: headache event was added. Treatment medication advil, muscle relaxant and sudafed were added. New reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.